Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that physician following the pt with this subcutaneous electrode had suspected an infection at the site of the lower electrode incision. It was believed to be a result of both the pt's chest structure as well as the suture on the electrode under the pt's skin. The pt continued to be monitored. One month later, a revision was performed. The lower electrode incision was opened and the area was cleaned. The suture on the electrode I this location was also cut. The incision was closed without any other issues. The electrode remains implanted and in service. No additional adverse pt effects were reported.